Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead pacing impedance was less than the lower limit. There was no intervention. Patient was stable.